Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that multiple episodes of non-sustained lead noise were observed. The device was reprogrammed, and follow-up will continue. It is not known at this time if the problem is with the device or the lead.